Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured before use. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. The root cause of the ruptured reservoir was determined to be a manufacturing defect. This device is a single use device and will not be repaired.